Manufacturer narrative:
Continuation of d10: product ID b3301542 lot# unknown; implanted: (B)(6) 2025. Product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: b3301542, serial/lot #: unknown, ubd: 05-may-2027.: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient stated their device was not acting right, noting that therapy had been effective for the past month without any need for adjustment. Still, a few days ago, they began experiencing increased tremors, spasms, and rigidity. The patient was unable to reach their field representative for assistance and mentioned that their healthcare provider in the nursing home had advised them to contact the representative. Patient services referred the patient to follow up with their primary care provider regarding their concerns. Additional information was received from the manufacturing representative (rep). The rep reported that the cause of the device "not acting right" was unknown; the healthcare provider believed it was unrelated to the implant/therapy. The rep reported that the issue was resolved. Additional information was received from the patient who called back, stating that they don't think their implant is functioning correctly and that they want it checked. The patient reported that the representative stated a lead was malfunctioning, but neither the representative nor the hcp appeared concerned. Additional information was provided by the ma nufacturer representative on january 29th, indicating that the ¿lead issue¿ the patient referenced was due to segmented contacts exhibiting high impedances. The information was provided by the hcp on 01/28/2025. The doctor told the representative that, at one of the patient's checkups (date unknown), the segmented contacts showed high impedances, and they didn't have time to show the report. The cause is unknown; however, the representative advised the hcp that running a therapy impedance check at a higher amplitude may sometimes clear high impedances on segmented contacts. The representative clarified that the hcp chooses to be very self-sufficient and manages their patients accordingly. The hcp reported using auto-increase rather than running the impedance check at 1.0 ma. The representative added that, according to the provider, the patient is doing well with no complaints. The representative added that the patient has other cognitive issues of which they were aware and therefore communicates through their provider.